Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the damage on the mobile power unit (mpu) was confirmed with the retuned mobile power unit (serial # (B)(6) ). Visual inspection of the returned device revealed a damage/kink section on the patient cable portion. The mpu was tested with the damaged cable and no functional issue was identified. Repair and preventative maintenance were performed. Performed all tests as per procedure, which passed all testing. A root cause of the damage/kink could not be determined during the evaluation. The mobile power unit was returned to the customer. Heartmate 3 patient handbook document cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was internal damage to the patient's mobile power unit power cable. The power cable was exchanged.